Manufacturer narrative:
Concomitant medical products: product ID: 37086, serial# unknown, explanted: (B)(6) 2017, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured on both sides. High impedances were measured on electrode pairs c-0, c-3, 0-2, 0-3, and 1-3 on the left side and c-8, c-10, c-11, 8-9 and 8-10 on the right side. The implantable neurostimulator (ins) was programmed to c+, 1- at 3.5v, 60 usec, and 180 hz on the left side and c+, 8- on the right side. The cause of the high impedances was unknown. A revision was done and the extensions were explanted and replaced. The issue was resolved and the patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.